Event description:
It was reported that the patient underwent a left hip revision approximately one year and six months post implantation due to thigh pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: cer bioloxd option hd 36mm; item# 650-1057; lot# 3096117. G7 vit e neutral lnr 36mm d; item# 30103604; lot# 65323918. Echo b-mtrc mp fp ho 12; item# 193112; lot# 730690. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00084. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.